Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported events (right heart dysfunction, regurgitation, renal dysfunction, and elevated lactate dehydrogenase) could not be conclusively determined through this evaluation. Additionally, review of the submitted log files confirmed two, transient low flow hazard alarms; however, a direct cause for the reported alarms could not be conclusively determined through this evaluation. Furthermore, a direct correlation between heartmate 3 (hm3) left ventricular assist system (lvas), serial number (B)(6) , and the reported events could not be conclusively established. The controller event log file contained data from (B)(6) 2021, per the timestamps. Transient low flow fault flags were captured throughout the file when the estimated flow decreased below the low flow threshold. These faults resulted in two low flow hazard alarms, with each lasting no longer than 3 seconds. The remaining faults did not last long enough to trigger low flow hazard alarms. No other notable events or alarms were captured. The pump appeared to function as intended at the set speed. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6) . No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate 3 lvas instructions for use (IFU), rev. C and the heartmate 3 lvas patient handbook, are currently available. Section 1 of the IFU, ¿introduction¿, lists right heart failure, renal dysfunction, and hemolysis as potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 1 of the IFU also addresses all pump parameters, including pump flow. Section 4, ¿system monitor¿, describes the pump flow display and the hazard alarms. The IFU states that per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section also explains that changes in patient condition can result in low flow. Section 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that patient was experiencing low flow events that did not sustain long enough to activate an alarm on (B)(6) 2021. Patient was admitted into the emergency room for continuous low flow alarms. An echocardiogram was performed, which showed the following: challenging imaging windows due to patient habitus, mildly enlarged left ventricular chamber size, calculated 2-d linear left ventricular ejection fraction 15 %, severe generalized left ventricular hypokinesis, moderate-severely enlarged right ventricular chamber size by visual estimate, moderate-severely reduced right ventricular systolic function, estimated right ventricular systolic pressure 45 mmhg (right atrial pressure of 15 mmhg), no aortic regurgitation, mild-moderate mitral valve regurgitation, moderate tricuspid valve regurgitation, enlarged inferior vena cava size with reduced inspiratory collapse (<50%), no pericardial effusion. The findings from the echocardiogram included enlarged inferior vena cava size with reduced inspiratory collapse (<50%). No intracardiac mass or thrombus, but the left atrial appendage cannot be visualized adequately with transthoracic echo to exclude thrombus in this location. No pericardial effusion was found. It was reported through additional information, that their pre-existing reduced right ventricular systolic function, as well as their mitral valve regurgitation, have worsened since the vad implantation due to general non-compliance with fluid restrictions. The patient was fluid overloaded and had deteriorating renal function that required dobutamine 4 mcg/kg/min. The patient also had nasal cannula oxygen to maintain saturations and elevated lactate dehydrogenase (ldh) that required triple therapy with warfarin, aspirin, plavix. The patient had a slightly elevated white blood cell count and is still hospitalized.